Manufacturer narrative:
Correction to the device evaluation - the serial number of the analyzer should be (B)(6), last sentence has been amended. The customer performed troubleshooting, replacing the sample and r1a probes. During the requested site visit, the field service engineer (fse) recommended to the customer to repeat the quarterly maintenance for the sample and reagent syringes. During inspection, the dry tip was found dirty and replaced; the opticap external water filter was replaced; and a cuvette wash was performed. Return testing was not completed as returns were not available. A review of the architect c16000, serial number (B)(6) service history identified no contributing factors on or around the date of the complaint. Two subsequent service tickets, were opened to address discrepant/imprecise potassium results at the customer site. Field service replaced several parts which resolved the issues. The search for similar complaints did not identify a trend related to the current complaint. A review of the c16000 tracking and trending data revealed no issues or trends associated with the discrepant results described in this complaint. The architect systems operations manual addresses operational precautions and limitations and addresses sample results observed problems for elevated concentration and erratic results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for the architect c16000, sn (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated potassium (k) results on one patient generated on the architect analyzer. The results provided were: (B)(6) 2019 sid (B)(6) = 6.7 / 5.9 / 5.9mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The customer performed troubleshooting, replacing the sample and r1a probes. During the requested site visit, the field service engineer (fse) recommended to the customer to repeat the quarterly maintenance for the sample and reagent syringes. During inspection, the dry tip was found dirty and replaced; the opticap external water filter was replaced; and a cuvette wash was performed. Return testing was not completed as returns were not available. A review of the architect c16000, serial number (B)(4) service history identified no contributing factors on or around the date of the complaint. Two subsequent service tickets, were opened to address discrepant/imprecise potassium results at the customer site. Field service replaced several parts which resolved the issues. The search for similar complaints did not identify a trend related to the current complaint. A review of the c16000 tracking and trending data revealed no issues or trends associated with the discrepant results described in this complaint. The architect systems operations manual addresses operational precautions and limitations and addresses sample results observed problems for elevated concentration and erratic results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for the architect c16000, sn (B)(4).